Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: unk glenoid cat#unk lot#unk, unk stem cat#unk lot#unk. H6: proposed annex g: mechanical (g04) - head. Visual examination of representative photos within the journal article show heavy bearing wear and implant debris. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Bearing wear was confirmed through representative photos and x-rays. However, all patient impacts and loosening cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Fisher b, astolfi m, deslaurier j, childers k, lee jy, samani m, declercq m, wiater jm, polyethylene wear: an under-reported cause of failed shoulder arthroplasty, jses international (2025), doi: https://doi.org/10.1016/j.jseint.2025.04.002.

Event description:
In a journal article studying polyethylene wear: it was reported that patients in the atsa group presented with symptoms of poly wear such as pain, weakness, stiffness/reduced rom, instability, humeral sclerosis, and loosening of the glenoid and/or humerus. In addition, all patients presented radiographically with at least 1 zone of humeral and/or glenoid osteolysis. Of the 22 patients in the atsa group, 14 patients were revised. During revision, all were found with poly wear debris with chronic inflammation and 2 had with metallosis identified. Attempts have been made and additional information on the reported event is unavailable at this time.